Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that during patient's postoperative wound check, the suture was already off and the lead was coming through the skin. The physician opted to remove the spinal cord stimulator (scs) system and patient was administered antibiotics. The explanted device components were not returned.